Manufacturer narrative:
Product analysis: analysis was unable to confirm that the analyzer was defective noting that the device was mechanically in tact and passed all incoming functional tests. The device passed all final functional, electrical and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was defective. The analyzer was returned for service. No patient complications have been reported as a result of this event.